Manufacturer narrative:
It was reported that 4 patients presented bacterial infections and were hospitalized after having bronchoscopy procedures. This facility uses medivators advantage plus automated endoscope reprocessors (aer) to reprocess their endoscopes. The source of the bacteria, mycobacterium chelonae, is still under investigation but it was reported by the facilities infection control director that there were no findings relative to medivators aers. Upon receipt of this report, medivators regional technical service, sales representatives, and clinical specialist visited this facility to investigate. The observations during these visits concluded that medivators aers were operating to specification and the facility was appropriately maintaining these units. There is limited information regarding the cause or source of the bacteria and the facilities investigation is still underway. Also, the current status of the patients is unknown. This incident will continue to be monitored within medivators' complaint system.

Event description:
It was reported that 4 patients were infected and hospitalized after having bronchoscopy procedures.